Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00502. It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex artery. Two synergy drug-eluting stents were advanced to treat the lesion. However, during the procedure, the two synergy stents dislodged in the left circumflex artery. Guide wire position remained intact, so the physician was able to deploy the stents in the proximal circumflex artery successfully and the procedure as completed. No patient complications were reported.